Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if alarm appeared again, and follow-up was arranged to confirm issue did not return.